Event description:
It was reported that the patient is experiencing random shocking sensations from the base of the skull and down when therapy was on. The investigation did not determine which lead was causing the shocking sensations. Reprogramming was unable to resolve this issue. Surgical intervention is pending.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000118430.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.